Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose (bg) value on the pump home screen was different than the bg value in the bolus delivery screen. Subsequently, the pump's control iq software intermittently miscalculated the bolus amount. Customer's bg dropped to 35 mg/d. Customer consumed carbohydrates to address bg level. Review of the pump logs by tandem technical support could not confirm the alleged issue. The customer continued to use the pump for insulin therapy.